Event description:
In 2009, the patient reported that her infusion device is not delivering her basal rate and her blood glucose is elevated to over 200 mg/dl. She stated that she disconnected from the infusion device and increased the basal ate to 5.0 u/h and left it in the run mode for 2 hours and the insulin remaining did not decrease and no insulin dripped from the end of the infusion tubing. She stated that she then left the infusion device in the run mode over night with the same results. She switched to her backup infusion device and her blood glucose decreased. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.